Event description:
Caller reported a malfunction in a tandem pump, identified as malfunction 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact support again if the issue arises in the future.